Event description:
The pt reported that she received four-five e6 (mechanical) errors on her infusion device while attempting to bolus. She was not at home and was unable to change the battery. When she arrived home, her blood glucose measured over 600 mg/dl. She changed the battery and she heard the infusion device beep but the display remained blank. She switched to her backup infusion device and bolused to lower her blood glucose. Her normal blood glucose level is 5-9 mmol/l (90/162 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.